Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a defective c19 capacitor and a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultramini meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, on the morning of (B)(6) 2012, the patient reportedly exercised. Several weeks after the start of the alleged issue, the reporter claims the patient had a symptom of blurry vision. The reporter denied the patient received medical treatment. The alleged issue was not resolved at the time of troubleshooting. The reporter was educated about using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.